Event description:
Reporter alleged obtaining discrepant back to back glucose results of 412 mg/dl, 248 mg/dl and 119 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment received based on the device results. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.